Event description:
Complainant alleged that the clinicians were attempting to pace a pt (age, gender and condition unk), but that there was no pacer output and there was no capture of the pt's heart rhythm. The clinicians raised the ma and ppm till they reached the maximum settings, but there was still no pacer output and no pacer output and no pt rhythm capture. The clinicians were able to obtain another device to successfully pace the pt. There was no adverse effect on the pt as a result of the reported malfunction.